Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of 250 mg/dl with small ketones. The customer delivered a bolus via the pump. The customer was uncertain of the suspected cause. During a system check with tandem technical support, no issues were observed with the pump or supplies. A recommendation was made to discuss factors affecting bg level with the healthcare provider.